Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 54/48 n on the left side. The patient was revised due to pain, metallosis, osteolysis, fluid accumulation and pseudotumor(exact date not reported).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/ os related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and/ or the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on an unk side (exact date is not reported). A revision surgery has been planned on (B)(6) 2015 due to unk reasons.